Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a cal service 177 low battery warning followed by a call service 128 replace battery alarm. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to an audible tone and vibration alert, but display remained blank. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find the display screen cracked in multiple places. A test display was installed and was fully functional and fully illuminated. The high current draw level was due to a damaged display screen. The current draw level returned to within specifications with a test display. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was hot to the touch. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with the complaint.